Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled, "10-year evaluation of the cementless low-contact-stress rotating-platform total knee arthroplasty". Literature article "10-year evaluation of the cementless low-contact-stress rotating-platform total knee arthroplasty" (2009) by nikolaos efstathopou et al. Published by journal of long-term effects of medical implants was reviewed. The article purpose: to present the clinical and radiographic outcomes of cementless low-contact-stress rotating platform tka. The article reports: 423 prostheses were implanted in 393 consecutive patients. The lcs rp from depuy is used as well as a competitor product. The numbers of each are not given. Prosthesis survival was 98 percent at ten years. Three prostheses were revised due to deep infection, bearing dislocation, and periprosthetic fracture. 4 patients suffered from impaired wound healing, but these cases were all resolved without need for revision. The lcs product, as displayed within the article, does not show a femoral stem or sleeve and therefore these will not be coded for. Depuy products involved: lcs rp. Complications: infection (1), spin-out (1), femoral fracture (1), surgical intervention (3), medical device implant removal (3), impaired healing (4).